Event description:
It was reported via repair work order that the fowler ball screw assembly malfunctioned which may have resulted in a malfunction with the manual CPR release. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that the fowler assembly was faulty and the manual CPR may be malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluation performed by customer which determined the fowler assembly was faulty and the manual CPR may have malfunctioned. Issue resolved by customer ordering parts for a head end assembly.